Event description:
The customer reported the device shock was not getting delivered. The patient required a shock for a life-saving emergency treatment and another device was used to complete treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.